Event description:
It was reported that customer experienced large air bubbles or gaps in system during pumping, specifically in tandem mobi cartridge, while still using room temperature insulin and performing cartridge air removal steps as instructed. There was no adverse impact to the customer's blood glucose level. Customer followed guidance to remove air bubbles, confirmed that no bubbles or gaps remained after priming with the fill tubing feature, resumed insulin therapy, and acknowledged understanding of the resolution, with no additional information reported about further issues.